Event description:
The pt alleged they had a heart operation in 1997 as a result of a heart attack. The pt alleges they were under a doctor's care from 1997 through 2002 due to pain in chest, which originally diagnosed the pain as normal post-operative pain. In 2002, the pt allegedly had an x-ray taken and alleges there was broken sternotomy wire in their chest. The pt further alleges the broken sternotomy wire was the cause of chest pain, and two weeks following removal, the pain allegedly subsided.